Manufacturer narrative:
Model number/catalog number: sc-8336-50, serial number: (B)(4), batch/lot number: 7042567, model/catalog description: coveredge 32 surgical lead kit 50 cm. A review of the manufacturing documentation for the leads and ipg revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received via social media that the patients scs was causing his pain to intensify. The patient underwent an explant procedure.